Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in both untreated episodes and an inappropriate shock. Noise was able to be reproduced on both the primary and alternate vectors. X-rays were completed and determined there was no indication of electrode integrity deficiency nor sub optimal placement. The device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in both untreated episodes and an inappropriate shock. Noise was able to be reproduced on both the primary and alternate vectors. X-rays were completed and determined there was no indication of electrode integrity deficiency nor sub optimal placement. The device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No additional adverse patient effects were reported.